Event description:
In 2009, the patient reported elevated blood glucose readings. At 9pm last night, her reading was 125 mg/dl and at 1am, she ate. She woke up at 7am with a blood glucose reading of 214 mg/dl and her last reading at about 2:30pm was 296 mg/dl. She said, she received an occlusion error on her insulin infusion device this morning but cleared it by changing her infusion set tubing. She said, she then ate lunch and attempted to give a bolus, but she received another occlusion error. She said she disconnected from her device and gave herself 10 units of insulin via injection. During troubleshooting, she stated, she last changed her infusion headset three days prior. She was advised her headset should be changed every 2 days or 48 hours. She was unsure of the last time her adapter was changed and was advised, it should be changed every 10 cartridge changes. The patient was instructed to disconnect from her headset and prime the tubing which she did without occlusion. She was advised to change her headset which she successfully did. The patient was sent courtesy cartridges, an adapter and a battery cover. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.